Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis confirmed the customer comment of an inability to pair the patient connector with the implantable device, multiple connectivity disruptions and loss of communication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during threshold testing with the leadless implantable pulse generator (ipg) and mobile programmer application, there were repeated connectivity issues, including an inability to pair the patient connector with the implantable device and multiple connectivity disruptions. Telemetry issues were observed, with loss of communication between the application and the ipg, particularly after three voltage decrements during testing. It was noted that connection appeared as a dotted line in the connection status indicator box on the application screen. The patient connector remained in position throughout, but the system repeatedly disconnected and reconnected, causing confusion during threshold testing and making it difficult to identify true threshold measurements. No patient complications have been reported as a result of this event.